Event description:
It was reported that the device failed etco2 test. There was reportedly no patient involvement.

Event description:
It was reported that the device failed etco2 test. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem, however the overdue calibration message was observed. Diagnostic performed by engineer: I was able to duplicate this issue. Message calibration overdue. Resolution : I calibrated the etco2 and nibp. Device passed all checks and it was put back into service. Tools & equipment: test simulator kit, 2022-04-30 00:00:00. Test simulator kit, 2022-05-31 00:00:00. Test simulator kit, 2022-05-31 00:00:00. The fse calibrated the etco2 and nibp (non-invasive blood pressure) and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.